Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that since they got their new device, they've been experiencing all kinds of nerve problems. They were at 0.6 which was about as high as they could get without having sciatica pain going down the back of both of their legs and sharp pain out of the blue. If they shut the stimulation off the pain subsided. They had been working with their doctor and they had been slowly progressing it, but the patient had not been able to titrate the amplitude high enough to achieve therapeutic effect without experiencing the nerve pain. The doctor told the patient to call the manufacturing representative (rep) because they had no idea why it was doing this. The rep knew the patient was having nerve problems. They reported they felt like they were being electrocuted and it didn't last long, but they keep getting them. They had tried all the programs and they experienced d ifferent sensations like for example, a zap under the buttocks but continued to experience nerve pain on all programs. The doctor described it as paresthesia and at first thought it was caused by edema or swelling and wanted patient to give it time to calm down following the surgery but it had not. The doctor had not performed and diagnostic device checks that they know of. The rep was contacted and indicated they were going to reach out to the patient or the doctor. On 2024-jul-25 additional information was received from a manufacturer representative (rep). The rep reported that they had spoken to the patient and they switched to a different program and set it to a level where they couldn't feel the stimulation. They advised the patient how to set the level low and not to increase it to a super high amplitude. They also told the patient to test out different programs at lower levels and not to increase it to where it was uncomfortable. They talked to the patient again on (B)(6) 2024 and was made aware that the patient would like to be seen, so they have an appointment scheduled on (B)(6) 2024 and the rep would send an update on the issue if there is an actual issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they spoke to the patient on (B)(6) 2024 and they reported that they were feeling stimulation down their leg on multiple programs, but did not mention shocking.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.